Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: unknown. Batch#: unknown. It was reported by the customer that the needle came off of the syringe and got lodged in my husband buttocks and lost. Verbatim: rcc received a complaint via email. My husband was prescribed testerone that is to be injected. When he picked up his medication, he also purchased 4 of your retractable syringes to administer said medication. Week 1 of doing the injection, there was no problem. Then week 2 happened. Upon administering the injection, the needle came off of the syringe and got lodged in my husband buttocks and lost. We went to the ER where they took x-rays and then ultimately an ultra sound. They thought they had located the needle but not being 100% certain, they asked him to come back a few days later to have time for the air pocket to close and they would have a better chance at making sure it was what they were looking for. Fast forward a couple of days and he goes back to the emergency room and they do another ultra sound, numb the area and cut him open. They missed the mark and instead of causing more harm, they made the decision to suture him up and leave said needle in his buttocks. So here we are¿.3 ER visits later (3rd trip was for the suture removal) antibiotics and a needle that is still where it shouldn¿t be. I have given myself a lot of shots over the years due to my medications. I also gave my deceased mother her insulin shots all the time. I have never had an issue with anything like this. I¿m reaching out in the hopes that your company will do the right thing by at the very least cover our medical expenses. This should have never happened. I look forward to hearing from your company soon.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/correction. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one sample was provided to our quality team for investigation. The sample was received loose, and all components separated. The needle was found to be inside the inner plunger rod as designed. The condition observed is acceptable per product specification. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.